Manufacturer narrative:
(B)(4). Used for explant of intraocular lens (iol) and incision enlargement. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that an intraocular lens (iol) was explanted from the patient's left eye after he experienced an unexpected post-operative refraction. Visual acuity pre-explant was 20/20-. The incision had to be enlarged to remove the iol. Visual acuity post-explant was 20/25. No other surgical complications were reported.